Event description:
It was reported that a system error (se) 2367 (air in set) alarm occurred during the drain cycle on the home choice (hc). The technical service representative (tsr) discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A batch review was performed on the lot number provided with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.